Event description:
It was reported that the pump began burning. It was reported that the customer experienced an elevated blood glucose (bg) level of 620 mg/dl and large ketones. A bolus was delivered to address bg level. Reportedly, the pump was charging during the event. Customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.